Event description:
Nurse was attempting ot insert inp. She met resistance when puncturing the skin with needle. Needle and catheter were intact prior to attempt. The needle and catheter were withdrawn, due to inability to advance needle on catheter into vein. There was a good blood return. Nurse had not withdrawn needle from the catheter. Catheter was split halfway down with needle unsheathed. Catheter and needle were same length prior to injection. Dressing applied to site.